Event description:
The 1.6 x 50mm drill bit was being used properly to drill a hole in the mandible but due to a thick mandible bone, the drill bit broke as it was being used.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report. Device discarded.